Event description:
N/a

Manufacturer narrative:
Trackwise (B)(4) updated sections: b4, g4, g7, h2, h6, h10 the lot # 3000274192 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro vasoview 2 tip jaw melted and sealing became impossible, making it unusable. Some of the jaw did not fall into the body. The new product was released and the procedure was successfully completed. There was no delay in the procedure. There was no effect on the patient or health damage.